Event description:
It was reported on 05/24/2016 that a patient passed away 2 years ago. This was discovered during a follow-up call regarding insurance verification. The cause and date of death were not known. No further relevant information has been received to date.